Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called and stated that the bottom had come away from the replacement brush heads. No injury was reported.

Event description:
Consumer called and stated that the bottom had come away from the replacement brush heads. No injury was reported.

Manufacturer narrative:
(B)(6) 2020 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of plastic parts due to usage of abrasive toothpaste in combination with insufficient cleaning.